Event description:
During the procedure, while advancing a presidio (pc4181550-30, lot unknown) in a transit 2 (601-251x/15758413), there was severe resistance around the distal end of the microcatheter and it could not be advanced any further. Then, the presidio was safely removed from the patient. And then, although the physician inserted an unspecified guidewire through the transit 2, he experienced some resistance again. Therefore, the transit 2 and the guidewire were safely removed as a unit from the patient. It is unknown when and where exactly the resistance occurred. The procedure was continued using the competitor¿s microcatheter (michibiki/hanako medical, type unknown) and the same coil without any problem. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. After the event, the transit 2 was utilized for n-butyl 2-cyanoacrylate (nbca) injection treatment. It is unknown if resistance was experienced since this was not related to the event. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. It is unknown if the microcatheter was re-shaped or not. The complaint product is going to be returned for evaluation. No additional information is available. The procedure was coil embolization for an endoleak after stent-graft treatment of subclavian artery that was not calcified and not tortuous.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15758413 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was returned for analysis and additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: presidio (pc4181550-30, lot unknown); guidewire (details unknown); microcatheter (michibiki/hanako medical, type unknown).

Manufacturer narrative:
With review of all received information, the reported event does not meet the criteria for MDR reportable malfunction.